Event description:
User gave a general sample for ammonia where patient samples will initially recover around 200 umol per l and rerun in the normal range of 40-50 umol per l. No specific patient data was provided. The user did not provide the total number of patient samples involved. Erroneous results were not reported.

Manufacturer narrative:
The field service representative determined the problem appears to have been caused by the ultrasonic mixers were not mixing properly due to a dirty bath and misalignment. He decontaminated the incubation bath, adjusted the ultrasonic mixer alignment, and checked operations. He also noted the water quality was also a concern and requested the user have their water tested for contamination. The user ran controls and a precision sample was performed to verify analyzer operation.